Event description:
It was reported that the user experienced hyperglycemia after a meal while using the infusion set and luer connector, with blood glucose rising to 381 mg/dl for several hours despite multiple set changes and no observed kinks, leaks, or cannula issues. Symptoms included elevated blood glucose without acute illness or ketone testing and no immediate health effects. Outcomes included no hospitalization, no professional medical intervention, and no backup therapy use. Troubleshooting and education were provided, including guided supply change and recommendation to monitor blood glucose. Investigation included a review of usage and troubleshooting steps with replacement infusion sets offered for trial. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with cause not determined and no adverse clinical outcome.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.